Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via sems-07193575 that an ar-9241-02 univers vaultlock medium glenoid inserter/impactor fell apart when the surgeon hit it. This was discovered during use with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation has been confirmed. One unpackaged ar-9241-02 univers vaultlock® glenoid inserter / impacter, medium, batch 37622124, was received for evaluation. During visual inspection, the blue material was found broken, detached from the main part. It was noted that the instrument's laser marks are faded. A functional test was not performed because the device was damaged. The most likely cause of the reported failure is user error, specifically excessive force impacting the device. Directions for use (dfu) dfu-0023-eo revision 5, instruments I. Cautions 2. To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use.